Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A complaint history check was performed and this is the 2nd related complaint for plunger difficult to move and air bubbles and the 1st related complaint for difficult to operate on lot # 9231034. Customer returned a photo of a shelf carton of 1/2cc, 6mm, 31g syringes. By taking the action of aspirating the insulin, the plunger of poor quality causes the plunger to stuck and have to force to move, it makes it very difficult to apply the injection. The attached photo was examined and only exhibited the shelf carton. No photos of the syringes in question were returned. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200843684, 200842999] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that plungers are difficult to move and are unable to aspirate with a bd syringe 0.5ml 31g 6mm. The following information was provided by the initial reporter, translated from (B)(6) to english: by taking the action of aspirating the insulin, the plunger of poor quality causes the plunger to stuck and have to force to move, it makes it very difficult to apply the injection.